Event description:
Per the healthcare professional, the pt's implant was extruding at the suture line. During revision surgery, the surgeon inadvertently pulled the electrode array out of the cochlea. The surgeon was unable to reinsert the array into the scala tympani so inserted the electrode array into the scala vestibuli. The pt's skin flap healed well and the pt was restimulated the week of 11/18/96.